Event description:
Customer reported the unit was not operating as expected. There was no reported pt injury. Investigation/conclusion: the unit was returned to the mfg site for investigation. The unit was tested and the reported complaint was due to scratching and/or flatness issues related to the sealing face of the rotary valve. Changes in mfg processes have greatly reduced these issues. Changes were implemented into the mfg, refurbishing and svc processes in 6/1997. After replacement of the rotary valve and valve plate, the unit was noted to fail the high pressure leak test. The restrictor was replaced, and the unit functioned within MFR's specifications.